Event description:
The customer contacted baxter's technical service center regarding system error (se) 2267 alarm, which occurred on the homechoice (hc) during use, during fill 2 of 4. The baxter technical service representative (tsr) explained the alarm and the home patient (hp) stated she did disconnect herself to step away from the machine and only closed the clamp on the patient line, but none of the other lines. The hp did reconnect. The tsr instructed the hp to start over with new supplies. The tsr had the hp cycle the machine and then received a se 2367. The tsr assisted the hp to load the set and to get the cassette out to start over with new supplies. The call completed and the hp would start over with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer contacted the home patient (hp) and the hp stated that after starting over with new supplies, therapy went well. They did not notice anything unusual about their supplies that day, and they had discarded them. There were no companion samples available and they did not recall the lot. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported. Product surveillance contacted the home patient and she said that in her therapy she does have an unused supply line. She could not recall any events related to this alarm that the writer was calling back on. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for system error 2267 is confirmed because it was reported that the patient left the supply line clamps open. The assignable cause code was use error - open clamps. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.